Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in emergency, the guide wire lost its shape when removing it from the patient's right subclavian. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the guide wire lost its shape was confirmed. The customer returned one picture of a tangled guide wire and catheter. The picture was of bad quality and contained only part of the components. No additional information could be obtained from the picture. The report was reviewed; however a comprehensive investigation could not be performed because no sample was returned for analysis. The IFU for this product describes suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of the unraveled guide wire could not be determined based upon the information provided and without a sample. No further actions will be taken.